Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Takatoshi moriwake, yusuke tominaga, satoshi katayama, haruki kaku, ichiro tsuboi, kasumi yoshinaga, tomoaki yamanoi, tatsushi kawada, takuya sadahira, takehiro iwata, shingo nishimura, kensuke bekku, yasuhiro katayama, and motoo araki. (2026). Safety and efficacy of rezam water vapour energy therapy in bph patients receiving antithrombotic therapy: a japanese single-centre experience. Bjui compass, 7: e70170. Https://doi.org/10.1002/bco2.70170.

Event description:
It was reported to boston scientific via an article that a retrospective study evaluated the safety and efficacy of rezum water vapor energy therapy (wave) in japanese patients with benign prostatic hyperplasia who continued antithrombotic therapy during the perioperative period. The analysis included 80 patients treated between august 2023 and july 2024, of whom 37 (46.2%) remained on antithrombotic agents. Following the procedures, the patients were followed up with at 3 months and 6 months. The primary post-operative complication being assessed was hematuria. In this study, the authors applied the okayama university modified clavien-dindo classification (ou-mcd) scale in which grade ia was defined as mild hematuria require no intervention, and grade ib was hematuria requiring medical intervention consisting of continuous bladder irrigation (cbi)/manual bladder lavage, catheter placement/re-catheterization for clot evacuation, or discontinuation/modification of antithrombotic therapy. Utilizing the ou-mcd scale, 10 patients experienced a grade ib or higher hematuria. The patient identified as case no 10. Experienced grade ib hematuria. This patient was 75 years old and was on aspirin and prasugrel (dapt) as antithrombotic therapy. To treat the hematoma the patient underwent cbi for 2 days.